Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is not as good as before.

Manufacturer narrative:
Device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient experienced intermittent access to sound with the device and no trauma or impact to the device was reported. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user's hearing performance with the device was not as good as before. The user has been re-implanted.